Manufacturer narrative:
Lead noise and high impedance were reported again on (B)(6) 2021. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device alerted for unipolar and bipolar impedances of greater than 2500 ohms. Noise was seen during isometrics. Loss of capture at max outputs. The physician changed mode from ddd to vdd and will monitor the patient and lead. Lead remains implanted.